Event description:
On (B)(6) ra/qa specialist, (B)(6), received a letter from a patient, in the letter this patient stated that she underwent a surgical procedure on (B)(6) 2008 in which was implanted to her a stryker medical device. Moreover she informs stryker (B)(4) of the failure of a not well specified stryker device as she called "rod" (I suppose that the device in subject is a plate or a rod) and that she will undergo a new surgical procedure in (B)(6) 2010. She asks to be contacted by someone and if stryker is disposed to refund the injuries. On (B)(6) the patient was contacted in order to have other relevant info, but she was not able to give us further info. We are waiting for the communication of the...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.